Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose level was in the 50s mg/dl range; cause was unknown. The customer consumed glucose to address the issue. Recommendation made to consult with health care professional on diabetes management.